Manufacturer narrative:
(B)(4). Implanted some time in 2003. Concomitant medical products: unknown cup ¿ unknown part and lot, unknown head ¿ unknown part and lot, unknown stem ¿ unknown part and lot, therapy date: unknown. Reported event was unable to be confirmed due to limited information received from the customer. X ray was provided and the review identified femoral head is slightly asymmetrically positioned within the acetabular cup suggesting possible polyethylene wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date.